Event description:
It was reported that at the end of the implant procedure during electrical measurement testing, there were a series of over-sensed noisy beats. The physician attempted to reproduce the beats through provocative maneuvers, but they were unable to be reproduced. Boston scientific technical services was contacted and it was discussed that the beats were likely the result of air bubble over-sensing from the device header. It was recommended to tighten the set screw with a torque wrench to mitigate the air bubble over-sensing. The procedure was completed successfully and the device remains implanted. No adverse patient consequences were reported.

Event description:
It was reported that at the end of the implant procedure during electrical measurement testing, there were a series of over-sensed noisy beats. The physician attempted to reproduce the beats through provocative maneuvers, but they were unable to be reproduced. Boston scientific technical services was contacted and it was discussed that the beats were likely the result of air bubble over-sensing from the device header. It was recommended to tighten the set screw with a torque wrench to mitigate the air bubble over-sensing. The procedure was completed successfully and the device remains implanted. No adverse patient consequences were reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.